Manufacturer narrative:
The investigation for the reported pump stop and saturated flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The device passed all post-sterile inspection checks. The evaluation of the device noted that the data logs showed that the pump stopped immediately upon a sudden motor current spike accompanied by the "impella stopped - motor current high" alarm; the pump was unable to be restarted. About 3 days prior to the pump stop, the motor current began to gradually rise, and the pump flow gradually became more elevated and saturated with no change in p-level; the increases were preceded by a sudden spike in purge pressure. Visual inspection of the returned pump revealed the presence of biomaterial on the impeller within the cannula. No other damage or abnormalities. In conclusion, it was determined that the cause of the pump stop was ingested biomaterial. The root cause of the saturated flow could not be determined as insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, abnormal flows for p level and slightly elevated motor current, indicating possible flow saturation. A pump stop was also noted. No further information was provided.